Event description:
Placed for tpn. Pt felt pain during infusion so an xray was done which showed the catheter had come off the port & the catheter had separated from the port and embolized to the pulmonary artery. The port was removed.